Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged approximately a week after implant. It was noted that the lead exhibited high capture thresholds and loss of capture. The patient experienced bradycardia. The dislodgement was confirmed with an x-ray. The physician attempted to reposition the lead but the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to extend helix was confirmed. The reported event of capture problem was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal. Additional information: d10.